Manufacturer narrative:
Weight: unk. Date of event: unk. (B)(4). Lens not returned.

Event description:
The reporter stated the surgeon implanted a 12.1mm micl12.1 implantable collamer lens, -13.0 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to lens was too short. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.